Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information indicates the 2.5x28mm xience pro stent delivery system (sds) was the device that failed to cross the lesion and the 2.5x18mm xience pro sds was the device that failed to cross the lesion then separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, heavily calcified, distal right coronary artery. Pre-dilatation was performed with an unspecified 1.5x10mm balloon dilatation catheter (bdc) and then a 2.0x10mm bdc. An attempt was made to advance a 2.5x28mm xience pro stent delivery system (sds). The sds met resistance with calcification. Force was applied and the proximal shaft of the sds broke into two pieces. The distal portion of the sds was simply removed from the patient anatomy without issue. A new 2.5x18mm xience pro then failed to cross the lesion due to the patient anatomy. An unspecified device crossed the lesion to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.